Event description:
It was reported that the device was explanted after implant duration of zero days, due to unsuccessful ring repair. Information learned from implant patient registry and from the operative report.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.